Manufacturer narrative:
The following batteries were reported; however, it is unknown which batteries were involved in the reported event: 1650de (B)(4); 1650de (B)(4); 1650de (B)(4); 1650de (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Log file analysis dated (B)(6) 2015: normal power consumption; no alarms have been logged in the last 14 days of available data. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This is one of three reports (3007042319-2015-00914, 3007042319-2015-00951 and 3007042319-2015-00952 ) submitted for devices related to the same event.

Manufacturer narrative:
The device is used for treatment not diagnosis. Two batteries were returned for evaluation and were received by the manufacturer on september 15, 2014. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Analysis of the devices revealed that the batteries met specifications; the batteries passed visual inspection and functional testing. The reported event was confirmed via review of the controller log files, which revealed critical battery alarm events. Applicable risk documentation and experience with events of similar circumstances were considered; events with premature power switching/critical battery alarms of screened batteries are most often attributed to a communication error between the controller and battery. The most likely root cause is a communication error between the controller and battery. There are no known clinical or user related factors that could have contributed to this event. The manufacturer has opened an internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. On april 30, 2014, heartware issued a field safety notice (fsca apr2014) and patient letter to physicians; the sites delivered the letter to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Instructions were given in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
(B)(4): the returned batteries passed external visual inspection and functional testing. During the review, log files revealed occurrences of premature switching events near to the event date. The premature switching events are most likely due to communication anomalies between the battery and the controller. However, the reported event could not be replicated or confirmed at the bench level. As a result the batteries performed as per specification. The most likely root cause of the reported event is a communication error between the controller and batteries. Heartware has opened an internal investigation to evaluate these types of issues. The results of the analysis in this report found no fault; therefore, the device in this report is not considered to be FDA reportable. It was reported by the vad coordinator that the patient experienced power switching. The controller and batteries were exchanged and returned to the manufacturer for evaluation. There were no reported consequences or impact to the patient. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-00914, 3007042319-2015-00951 and 3007042319-2015-00952 ) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) by medical staff that an inpatient experienced a loose power connector. The controller was exchanged. There were no reported consequences or impact to the patient. No additional information was provided.this is report 3 of 3.